Event description:
It was reported that on (B)(6) 2021, the patient underwent the total knee arthroplasty with the attune for the osteoarthritis of the right knee. The surgery was completed successfully without any surgical delay. After the surgery, the patient was infected. Therefore, on (B)(6) 2022, all the implants were removed. At first, the surgeon planned to remove the insert, replaced and cleansed; however, the implants were loosened. Consequently, the surgeon removed all the implants and inserted cement mold. According to the surgeon, the patient had diabetes and was not well controlled. No further information is available. Doi: (B)(6) 2021. Dor: (B)(6) 2022. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed